Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon surgery, while on oral side colon resection, when trying to fire the product, it was unable to fire at all. It was noticed that the staple(s) at the proximal end was/were found to be came out. The procedure was completed with another device. There was no patient injury.